Manufacturer narrative:
Baxter received a report stating that the bed was lowering and coming back up on its own. The affinity 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity 4 birthing bed. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Baxter technical support provided the account the part number of the switch and main board that needs to be replaced to resolve the issue. Baxter has contacted the account three times for updates. The account was unresponsive to the attempts.therefore, baxter is completing this complaint due to the amount of time. Based on this information, no further action is required.

Event description:
On 22-dec-2025, a other health care professional contacted technical service to report that affinity 4 bed frame (product code p3700e000035, serial number (B)(6)), had bed lowering and coming back up on its own. This occurred during biomed testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.